Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a damaged conductor wire insulation at the yaw pulley. There was no material missing and the conductor wire were not exposed. The instrument failed an electrical continuity test. No signs of thermal damage were observed. Visual inspection revealed no signs of missing parts. Components adjacent to the damaged wire insulation do not show damage which may indicate potential mishandling/misuse. Additional observation not reported by site: the instrument was found to have a broken rfid retainer holder. Related from this the instrument was installed on an in-house system and failed the recognition test. The instrument information found in the rfid could not be detected, because the rfid was not in the right place. The complaint regarding damaged cable insulation was confirmed by failure analysis. Common causes of damaged insulation instrument conductor wire - bipolar are attributed to mechanical impact, such as accidental drops of the instrument, or inadvertent collisions with other instruments, or hard surfaces, during handling or usage. Common causes of instrument recognition failures are attributed to communication issues with the rfid.

Event description:
Refer to h11 for follow-up information.